Manufacturer narrative:
Product investigation is in progress. Investigation is still in progress. Product received 24-feb-2026. Lot code updated to that of the carton UDI added.

Event description:
Coming apart, like they disintegrate - tampon [device breakage]. Case narrative: consumer reported via phone that the tampons are coming apart. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Coming apart, like they disintegrate - tampon [device breakage] case narrative: consumer reported via phone that the tampons are coming apart. No injury reported.